Event description:
Ous MDR - after about 6 months of implantation, this lead was explanted due to a suspected lead fracture. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - in the returned state, the lead was destroyed and consisted of two lead fragments. The lead had been cut through 11 cm distal of the connector pin, probably with a pair of tongs. The measurements of the direct-current resistances at the lead fragments showed nothing abnormal. There were no indications of a manufacturing error or material defect. The deformation of the rv shock coil and the cuts in the insulation are probably due to the explanation process.